Manufacturer narrative:
(B)(4). Evaluation code conclusion: off-label, unapproved, or contraindicated use (implanting devices without use of a bifurcated stent graft).

Event description:
An endurant and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endurant stent grafts are proximal and distal; the aneurx devices are implanted inside of the endurant cuffs. It was reported that a recent CT scan revealed that there was a proximal type I endoleak and a distal type I endoleak. The physician stated the cause of the proximal type I endoleak was most likely due the stent graft being implanted low and continued disease progression. It was noted by the physician the stent graft was intentionally placed low during the index procedure due to the right renal coming off 3cm lower than the accessory renal. At the time of implant, there was adequate neck to place the stent graft under the lower renal. The distal type I endoleak was most likely due to aneurysm growth possible from proximal type I endoleak. The physician will moni tor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Remove, outcome attributed to adverse event corrected to malfunction.